Event description:
An endurant abdominal stent graft system was implanted in the pt for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 27 mm in diameter at the renal arteries and 29 mm in diameter 2 cm below the renal arteries with moderate angulation. It was reported that the final angiogram revealed that the bifurcated stent graft had partially occluded the lowest renal artery, due to the angulation of the aortic neck. The physician attempted but was unable to gain access to the renal artery with a bare metal stent. The pt was brought back the following day and a bare metal stent was successfully implanted. No additional clinical sequelae were reported and the pt is fine. An internal review of the returned pre-implant films show substantial thrombus in the neck, with calcification. The neck was moderately angulated.

Manufacturer narrative:
(B)(4). Evaluation, results: (improper component placement, occlusion), (anatomy related; angulated neck). Evaluation, conclusion: (anatomy related; angulated neck).